Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of short interval counts (sic) and non-sustained ventricular tachycardia episodes with noise. A loose setscrew issue was suspected on the implantable pulse generator (ipg). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.